Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-medtronic balloon due to patient's bicuspid aortic valve. The 14 french (fr) sheath was removed and the delivery catheter system (dcs) was advanced. The valve was deployed to 80% and was  very shallow and moved aortic. The valve was recaptured and re-deployed. The valve appeared very constrained and was determined to recaptured and removed from the body and bav with a 23 mm balloon. A new valve was loaded with a new dcs and successfully deployed. At the time of the procedure, the patient complained of neck pain. Post implant computed tomography (CT) revealed an aortic dissection. The patient was taken to the operating room to repair the dissection. The valve was explanted and a non-medtronic surgical valve was placed. Following the procedure, the patient was reported to be doing well. Per the physician, the patient's bicuspid valve contributed to the event. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 ((B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 explant date product ID d-evolutfx-29 (unknown serial/lot); product type: delivery catheter system; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedure delay of approximately 10 minutes occurred due to the valve being constrained. Per the physician, the patient's bicuspid valve contributed to the valve being constrained. Per the physician, it is unknown what caused the trauma at the sinotubular junction (stj) level.

Manufacturer narrative:
Image review: four static images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Images of the implantation shows evidence of an aortic dissection prior to valve release. Aortic dissection was confirmed on post implant computed tomography. Cause of the aortic dissection cannot be determined. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.